Manufacturer narrative:
The manufacturer is still waiting for the arrival of the device.

Event description:
The initial reporter reported an IV set leaking issue at the filter to zyno medical on 01/29/2018: "during my visit at (B)(6) on (B)(6) 2018, there were still incidents of leaking at the filter portion of the tpn tubings according to (B)(6), rn supervisor (B)(6) and also witnessed by the resident. I asked the rn supervisors to send these defective tubings to pharmacy for investigation. The facility has IV tubings b2-70071-df120; lot # 16095886; exp date 09/2019. I am still waiting for the result/findings of the defective tubing I sent on december 4, 2017." Zyno medical was able to obtain responses from the rn at the user facility on 01/31/2018: "tubings available in the facility on (B)(6) 2018: b2-70071-df120, lot # 16095886. Per rn supervisors' and patient's accounts, the leaking happened several times and were noticed at the filter casing. No injuries documented. Tpn solution was infusing at 92 ml/hr. The incidents happened between 2nd and 3rd week of (B)(6) 2018 at (B)(6). The incidents were just verbally reported by the facility nurses on (B)(6) 2018. Unfortunately the tubings were not collected. I asked the nurses to collect defective tubings for investigation. " no specific event date was provided for the initial occurrence of the event. No patient injury or harm was reported. The contract supplier of the affected device is (B)(4).

Manufacturer narrative:
A quality alert was sent to becton dickinson on 03/19/2018. The affected administration set was received by the contract manufacturer becton dickinson on 05/09/2018. Becton dickinson did a preliminary investigation of the affected administration set and identified the leak at the fiter. Becton dickinson deemed that the root cause was supplier related. The supplier was contacted by becton dickinson for a formal evaluation on 06/05/2018. Zyno medical receives the final evaluation report (B)(4) from bd on 08/23/2018. This evaluation identified that the filter presented leak at the housing and the vent, which suggested that the parts were over pressurized at point of use. The leak testing is being performed at becton dickinson incoming inspection area to the filters received from the supplier in order to identify potential leak issues. (B)(4).

Event description:
This is a follow-up for the initially filed MDR (3006575795-2018-00023).